Manufacturer narrative:
H4 (additional): the lot was manufactured between november 03, 2023, and november 06, 2023. H11: the actual device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed using tap water and a leak was observed at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked near the injection port during delivery from the pharmacy. There was no patient involvement. No additional information is available.